Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2101 mayfield ultra base unit was not locking. There was no patient involvement or surgery delay.

Manufacturer narrative:
The mayfield base unit was returned for evaluation: a DHR review cannot be performed at this time as the serial number provided (B)(6) does not appear to be a valid integra number. The reported complaint is confirmed from the evaluation. The unit was received with no adjustment wrench. The 6" transitional and the shock cushion shows damage from repeated use. The observed condition is likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.